Event description:
The customer reported the battery failed in 5 mins during testing, giving an inadequate low battery warning. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the battery failed in 5 mins during testing, giving an inadequate low battery warning. There was no pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.